Event description:
It was reported that the patient required revision surgery due to instability.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-01798; 346-10-755, s814 - stability, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.